Event description:
It was reported that the patient underwent a procedure for cervical arthroplasty with implant of an artificial disc. Sometime post-op, the surgeon reported that the device had migrated anteriorly. It was also reported that the patient began complaining of neck and shoulder pain. Approximately 16 months post-op, the patient underwent additional surgery for device removal.

Manufacturer narrative:
Additional information: x-ray review: ap and lateral views of the disc show at c5/6. There is slight anterior position of the lower plate in relation of the upper. There is clear bone resorption beneath the plates anteriorly. It was reported that there was movement of the lower plate on c6 during surgery suggesting non incorporation. Plates are significantly angulated with respect to one another in all films suggesting inappropriate initial positioning. Final lateral view shows caspar retractor in place and bryan completely removed. Limited distraction is still noted at the pll suggesting incomplete initial release before placement, which could have led to migration and failure.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4). Optical and microscopic examination identified significant bony on-growth on both the upper and lower outer shells. Bony on-growth would tend to reduce the possibility of implant migration. Review of submitted intraoperative explantation x-rays identified significant lordosis and anterior shift of the lower shell relative to the upper shell of the implant. Surgical technique literature illustrates the proper orientation of the implant with both upper and lower shells parallel to each other, as well as the vertebral column. The above observations are consistent with intervertebral end plate misalignment during implant preparation.